Event description:
Boston scientific received information that this right ventricular (rv) lead displayed a decrease in pacing impedance measurements from 410 ohms to 320 ohms, along with noise. No reported patient complications as a result. Additional information was received more than two years later, that a revision procedure was performed. The lead displayed signs of fracture, with a pacing impedance measurement of 2,500 ohms. The lead was surgically abandoned. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.